Event description:
Customer reports that the pump no longer beeps when it should. After verifying the alarm type was set to audio, had customer run self test. Vibrate mode worked but no audio was heard.